Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the dislodged lead was reprogrammed and not the new rv lead. There were no issues reported on the new rv lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a potential arrhythmia was noted on the patients recent transmission. The right ventricular (rv) lead was found to be dislodged by x-ray post operatively. The physician could not rule out the possibility that the dislodged lead may have caused the arrhythmia. Oversensing was also noted on this rv lead. It was also reported that an atrial lead position check failed on the right atrial (ra) lead, possibly due to the oversensing noted on the rv lead. The rv lead was explanted and replaced. The ra lead remains in use. After the new rv lead placement, the patient was noted to be having premature ventricular contractions (pvc).the newly placed rv lead was reprogrammed. Subsequently the patient had periods of complete heart block (chb) overnight. This rv lead remains in use. No further patient complications have been reported as a result of this event.